Event description:
Reported experiencing elevated blood glucose (> 200 mg/dl), for the past 2 days. Patient attempted to lower blood glucose by delivering 5 - 6 additional units of insulin, via bolus; however, pt's blood glucose did not decrease as expected. Pt believes the device is not working properly, and is the cause of elevated blood glucose. No error messages were generated by the device.